Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement, atrial lead oversensing due to lead noise was noted. The physician suspected lead damage, however no testing was performed. The lead was reprogrammed, remaining implanted and was connected to the new device. The patient was in stable condition following the procedure.